Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the treatment of a distal dural fistula, the marathon catheter encountered resistances when attempted to be retrieved, after the liquid embolization was completed. The catheter was reported to have stretched and separated at the distal segment. The distal segment was unable to be removed and was left within the ophthalmic and internal carotid artery. However, the vessels remained patent. The patient was asymptomatic post the embolization procedure. During the procedure, there was 45 seconds pause between onyx injections and 2cm of onyx reflux was noted at the distal tip of the catheter. The devices were reported to have been prepared and used per the instructions for use (IFU). The vessel was normal tortuosity.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, marathon distal floppy segment was found separated and missing. The broken segment remains within the patient at the ophthalmic and internal carotid artery. Onyx residue was found within the marathon hub. No bends or kinks were found with the marathon catheter body. The marathon catheter body was found stretched at the fuse joint from the distal end. The catheter separated end exhibited plastic deformation (jagged edges and stretching) with the inner elliptical wire exposed. No other anomalies were observed. It is possible that difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. There was not any vasospasm and the vessel tortuosity was ¿normal¿. In this event it is likely excessive onyx reflux (2cm) caused the marathon to become entrapped subsequently stretching and separating as force was applied during removal. The tubing material of the catheter separated end exhibited with plastic deformation which indicates the catheter separated when exceeding the tensile strength of the tubing material. It is likely excessive force was used. It is likely the marathon micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Per the marathon IFU (instructions for use): precautions ¿ ¿if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not apply more than 20 cm of traction to catheter to minimize risk of catheter separation.¿ per the onyx les IFU: warnings ¿ ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.